Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6 patient code: no code available (3191) used to capture the tendon injury and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Doi: (B)(6) 2020. Patient received a primary right depuy tka to treat severe end-stage tricompartmental osteoarthritis and advanced osteoporosis. The surgeon notes that the patient had evidence of mild-to-moderate advanced osteoporosis and severe tricompartmental arthrosis. The patella was resurfaced and depuy cement x 2 was utilized. After implantation, the patient had 1-mm laxity in varus and valgus stress in extension and flexion. The procedure was completed without complications. Of note: the surgeon describes the surgery as complex due to the patient¿s super morbid obesity. Office visit dated (B)(6) 2020. Patient presents for postoperative visit with pain and wound drainage. Physical exam identifies delayed wound healing with serosanguinous drainage in the mid portion of the incision. The physician assesses the patient¿s postoperative pain medications and adjusts them to provide more relief and prescribes an immobilizer for the knee to treat the delayed healing. Dor: (B)(6) 2020. Patient received a right insert revision, I & d, and patellar tendon reconstruction to treat infection that had progressed to sepsis. Upon entering the joint, obvious necrotic tissue was debrided from the periarticular space. The patellar tendon was largely incompetent and required prolene mesh and 4 unknown tibial washers and screws as a temporary repair. The surgeon notes that, ¿the tissues of the knee were horrible.¿ the surgeon performed a thorough debridement and placed antibiotic beads after replacing the insert. The surgeon decided to close the patient and seek the advice of a plastic surgeon and orthopedic surgeon before continuing with the surgery. The procedure was completed without complications. The patient was placed in a knee immobilizer and a PICC line was placed to treat the sepsis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for infection - deep event is not serious and is considered severe. Event is definitely related to both device and is possibly related to procedure. (Right knee) treatment: revision of tibial insert on (B)(6) 2020.